Event description:
It was reported that the implantable cardiac monitor (icm) had intermittent telemetry at the implant procedure and again using another programmer during post-implant follow up. Of note, a new programmer session was started in order to get telemetry. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).